Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tge 404015 proximal lot: 14156670 (B)(4). Tge 373715 distal lot: 11181763 (B)(4).

Event description:
On (B)(6) 2015 the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tge 404015 proximal lot: 14156670 / tge 373715 distal lot: 11181763) to treat a thoracic aortic dissection. The patient underwent on (B)(6) 2015 a computed tomography (CT) with contrast medium and a type iii endoleak was observed. The patient was discharged on november 12, 2015. On (B)(6) 2015 the patient was admitted to the hospital for type iii endoleak treatment. A third conformable gore® tag® thoracic endoprosthesis (tge 404015 - lot: 14291994 ) was implanted and the type iii endoleak was solved. The patient was doing well following the procedure.

Manufacturer narrative:
The device was not returned to manufacturer.